Event description:
The patient had fluid oozing from the deltoid split 13 days post-op. The physician stated that the patient was non compliant with post-op instructions. The cuffpatch was removed in 2002.